Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that during review of stored device memory in the remote home monitoring system, it was noted that this pacemaker and another manufacturer's right atrial (ra) lead exhibited noise and oversensing that resulted in greater than 2 seconds of pacing inhibition and an inappropriate atrial tachy response (atr) mode switch. Boston scientific technical services (ts) recommended programming the minute ventilation (mv) feature off. A health care professional (hcp) planned to bring the patient into the clinic and program the mv feature off. No adverse patient effects were reported. This product remains implanted and in service.